Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller through the process, ensuring the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which the caller understood and acknowledged.